Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. No motor error alarm during testing noted. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and other relevant blood glucose level was 600 mg/dl. Customer also stated that the insulin pump received no delivery alarm and motor error alarm and blood glucose level went up to 600 mg/dl. Customer stated that the drive support cap was flush. Customer experienced symptoms such as nausea and her stomach hurts. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual injection. Customer alleging that the insulin pump was under delivering as insulin pump had no delivery and motor error alarms. Customer was assisted with troubleshooting and there were no leaks, no air bubbles and cannula was not bent or kinked. The insulin pump will be returned for analysis.